Event description:
A report was received that the patient had lost some weight (unrelated to the device) and the physician was concerned that the implant eroded through some tissue. The physician explanted the patient's precision system. The patient's weight loss is not device related. During the explant, one of the suture loops got around the ipg and it took off 2 of the contacts. The contacts were easily removed and the patient is reportedly doing well following the procedure.